Manufacturer narrative:
Additional narrative: (B)(6). A product investigation was conducted. Visual inspection: the 2.7mm universal drill guide (p/n: 323.26, lot #: 8798447) was received at cq. Upon visual inspection, the drill sleeve was deformed slightly and was missing the universal head. No other issues were identified with the returned device. Service and repair evaluation: during a routine incoming inspection of a loaner set on an unknown date, a 2.7 mm universal drill guide was damaged. The repair technician reported the head is missing and the teeth of the fixed side are damaged. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is damaged component. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage and device geometry. Document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the drill sleeve of the complaint device is deformed slightly and the universal head is missing. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 323.260, lot: 8798447. Manufacturing site: hägendorf. Release to warehouse date: 11.apr.2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set on an unknown date, a 2.7mm universal drill guide was damaged. There was no known patient or hospital involvement. During manufacturer's investigation of the returned device it was identified as the drill sleeve was deformed slightly and was missing the universal head. This device condition was assessed and determined as reportable on (B)(6) 2020. This report is for one (1) 2.7mm universal drill guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This complaint is confirmed as the drill sleeve of the complaint device is deformed slightly and the universal head is missing. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 323.260 lot: 8798447 manufacturing site: hägendorf release to warehouse date: 11.apr.2014 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.